Event description:
It was reported that this pacemaker exhibited noise in both right atrial (ra) and right ventricular (rv) channels that was recorded in stored atrial tachy response (atr) and ventricular tachycardia (vt) episodes. The noise could be reproduced with minimal movement. The physician decided to program the therapy off and schedule lead revision. There is no evidence that suggests the procedure has been scheduled as of now. The patient reported syncope, however there is no evidence that it was device related. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received this pacemaker and both the right atrial (ra) and rv lead were explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise in both right atrial (ra) and right ventricular (rv) channels that was recorded in stored atrial tachy response (atr) and ventricular tachycardia (vt) episodes. The noise could be reproduced with minimal movement. The physician decided to program the therapy off and schedule lead revision. There is no evidence that suggests the procedure has been scheduled as of now. The patient reported syncope, however there is no evidence that it was device related. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited noise in both right atrial (ra) and right ventricular (rv) channels that was recorded in stored atrial tachy response (atr) and ventricular tachycardia (vt) episodes. The noise could be reproduced with minimal movement. The physician decided to program the therapy off and schedule lead revision. There is no evidence that suggests the procedure has been scheduled as of now. The patient reported syncope, however there is no evidence that it was device related. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received this pacemaker and both the right atrial (ra) and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.